Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device does not turn on.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 500p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 500p from heartsine technologies, belfast on 13th of february 2017. On receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2017 and that it had performed to specification up to (B)(6) 2017. On (B)(6) 2017, the device recorded a manual power up of ten-minute duration. An additional two manual power ups both of ten-minute duration were recorded on (B)(6) 2017. The device was dis-assembled to investigate and corrosion was observed on multiple tracks of the membrane the pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The initial investigation concluded that the reported fault was attributed to membrane failure due to moisture ingress. The fault was traced back to damage on one of the tracks on the membrane which was caused by suspected corrosion. The fault could not be replicated with a new membrane fitted. The membrane was sent to the supplier for further analysis however no traces of corrosion could be found. Investigation of the reported fault, "device will not switch on", found that it was attributed to a suspected hairline crack in the track of the membrane pcb. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in section of this report.